Event description:
As reported, a 5f mynx control vascular closure device (vcd) went down halfway within the unknown sheath and could not go further because resistance was met. The physician removed the device and noticed that the distal end was cracked open, where the sealant is housed. The sheath was flushed again, and a new 5f mynx control was used to achieve hemostasis. There were no reports of patient injury. The mynx vcd used in an interventional peripheral. The procedure used a retrograde approach. The mynx vcd was stored and prepped according to the instructions for use (IFU). The physician was trained in use of the mynx device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The patient was not morbidly obese. There was no damage noted on device/package prior to use. The device will be returned for evaluation. Addendum: visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock open. The sealant was exposed to blood and swelled.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2209901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) went down halfway within the unknown sheath and could not go further because resistance was met. The physician removed the device and noticed that the distal end was cracked open, where the sealant is housed. The sheath was flushed again, and a new 5f mynx control was used to achieve hemostasis. There were no reports of patient injury. The mynx vcd used in an interventional peripheral. The procedure used a retrograde approach. The mynx vcd was stored and prepped according to the instructions for use (IFU). The physician was trained in use of the mynx device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The patient was not morbidly obese. There was no damage noted on device/package prior to use. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant was exposed to blood, swelled, and the sealant outer sleeve assembly was observed to have been severely kinked/bent. No damages to the atraumatic tip were observed. The involved procedure sheath was not returned; therefore, the compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). An insertion/withdrawal test could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed to deploy sealant without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood, swelled and not exposed along the catheter, remaining in the manufacturing position. The sealant was sealant sleeve assembly was kinked/bent as received. No cracked sealant sleeves were observed. A product history record (phr) review of lot f2209901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system impeded¿ was confirmed due to the condition in which the device was received for analysis. Procedural factors and handling process may have caused the kinks/damages in the sealant sleeve assembly and contributed to the reported event. The reported ¿mynx control sealant sleeves ~ cracked-in patient¿ was not confirmed. However, visual inspection of the returned device revealed that the sealant sleeve assembly was severely kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlap outer sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed. If the sealant sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. The reported ¿mynx control system deployment difficulty-premature¿ was not confirmed. However, visual inspection results showed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported incident. Procedural factors and handling process may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the events experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.